Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text on (B)(6) 2018 at 4:00pm that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer went swimming and got critical pump error. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Device received with corroded battery tube and corroded motor home switch.